Event description:
The customer alleged that the unit has an e4 error and resets randomly and is causing surgical delays. There was no patient involvement other than the surgical delays.

Manufacturer narrative:
The unit was sent to our repair facility for evaluation. Upon review of the unit, the issue could not be confirmed for an e4 error. During testing and troubleshooting, the error could not be reproduced. The a/d reading on the display pcp is reading high at 86 volts with a power factor circuit voltage of 84 volts. This could have caused the intermittent e4 errors. The unit was repair to correct confirmed issue and was subject to full factory testing and calibration. The unit was found to be functioning properly prior to returning to the customer. This can be seen as the final report, if additional information is obtained that alleges any additional patient involvement or the need for corrective actions, a follow up report will be submitted.